Event description:
Boston scientific received information that this patient was admitted to the hospital for pre-syncopal symptoms. The patient never did go syncopal. Device interrogation found positional loss of capture on the right ventricular (rv) lead, the patient is paced dependent. The representative noted that the patient's thresholds were higher when sitting up versus laying down. Daily measurements showed the lead had stable impedance measurements. The physician elected to perform an rv lead revision and changed the device out given it was getting close to being at end of life. The rv lead was abandoned surgically and revised with no further adverse patient effects.

Manufacturer narrative:
A return request was made for this device. At this time, there is no further information to report. This report will be updated if further information is received.